Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the past few months; however, no specific values or event dates were provided. Customer also reported that their a1c has increased from 8 to 11.5. Customer administered corrections with the pump to treat bg levels. Reportedly, customer stated that sometimes they do not feel well when they experience elevated bg levels, and their significant other is there to help as they normally are if the customer needs assistance.